Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial undersensing on the current egm and stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.